Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged rack pushrod issue was verified while based on the analysis, the alleged load fill tubing issue could not be verified.